Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient had multiple low speed hazards, red heart alarms and low flow/pi events which were thought to be related to inflow positioning and patient's small size. The patient's pump was explanted and replaced with another device.

Manufacturer narrative:
A supplemental report will be submitted when the device analysis is completed. No further information is availble at this time.